Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) eroded through the patient's skin. The ipg was removed and the leads were capped as the patient was in atrial fibrillation (af). The pacing system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.